Event description:
During servicing by baxter, technical service identified that centrella med-surg had CPR not working correctly . This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The baxter technician found the CPR handle needed to be lubricated. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all centrella bed components are functioning as originally designed. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician lubricated the CPR handle to resolve the reported event. Based on this information, no further action is required.